Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and in rear lock position. The carrier tube was found cut near the base, within the device sleeve. The suture and carrier tube were found cut from the device with the black stop marker and tamper tube deployed. Functional testing was performed to test suture deployment but separating the suture spool from the device and deploying the suture. No issues were noted during functional testing. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force applied during device withdrawal resulting in difficulty with suture deployment/device withdrawal. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that post embolization of the left geniculate artery, a 6 french angio-seal was placed in the left femoral artery. Upon deployment, the angio-seal became locked, and the physician was unable to remove the angio-seal sheath from the artery. The physician was instructed to cut the tube between the cap and the sheath and remove the sheath to expose the tamper tube. It also seemed to be stuck in the white inner tube as well. The physician was eventually able to expose the green tamper tube and successfully complete the deployment. The patient's femoral pulse was palpable. A 5 french sheath was used for the procedure and femoral vessel was assessed with both ultrasound and fluoro. The vessel was large with no lesions. The estimated blood loss was less than 250cc's. There was no patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
E3: occupation: supervisor. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.